Event description:
The customer reported that the insulin gauge displayed an amount different from what was expected, with a discrepancy greater than 30 units earlier in the day. The blood glucose level was not provided. The customer was instructed to call back for troubleshooting if the issue occurs again with a current fill estimate, and the customer acknowledged this advice.